Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc) could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised the forceps elevator wire possibly broke due to a fatigue by repeated manipulating and excessive mechanical stresses. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the forceps elevator wires of the subject device were cut completely at the unspecified timing. At the inspection for the repair, sorc could duplicate the reported phenomenon and identified that had not cut the wires completely, but had cut some wires of the composing the forceps elevator wire of this subject device and then those wires risen. It was not provided the other detailed information. There was no patient injury associated with this report.